Event description:
Information received by medtronic indicated that the baseline flow icon appeared and would not go away. The user also received system notice message 50012 (the refrigerant delivery path is obstructed). The console was rebooted and the issue was resolved. The cryoablation procedure was completed. No patient complication was reported. Reportable following revision to regulatory reporting criteria.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported system notice #50012 issue has been confirmed by data analysis and the reported (baseline flow icon) issue has been confirmed by field service engineering. Console (B)(4) failed the inspection due to defective console check valve leak (cv4).